Event description:
This is the second report of small black pieces of an unidentified foreign substance found during a robotic procedure. It was noted that there were some collisions between the instruments, which occurred prior to the discovery of the pieces. Post procedure, there was some visible damage to the instruments. One of the possibilities was that the black debris could have originated from the instruments. Collisions of the instruments are avoided in the or by correctly placing the port locations and positioning of robotic surgical arms. Surgeons must be aware of where instrument shafts are for both robotic and non-robotic instruments, and the patient side assistant and/or other personnel in the room should be making the console side surgeon aware of when collisions occur, and what devices are colliding.